Manufacturer narrative:
Logfile review shows that during the center test of the reported treatment the user aborted the treatment due to no pupil tracking could be achieved. The user restarted the aborted treatment and completed it without problems. No technical problems or deviations could be identified by the logfile review. No technical root cause was identified. The most likely root cause is user handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A customer reported an aborted treatment after one second and the site was unable to resume. The treatment was recreated and performed again. Upon additional follow up it was reported that the surgeon stepped on the pedal and it only fired for one second into the treatment before it stopped without a system error. At this same time the technician reached down to adjust the tracking quality. Assistance was required to resume the treatment.